Manufacturer narrative:
Date of event the exact date of the event was not reported. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that there are no signs of breakage along the length of the fiber. In addition, analysis of the device identified the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture can rotate independently of metal cap. This failure mode is indicative of a fracture beneath the metal cap. The outer flow tubing open end exhibits minor scratch marks, and signs of melting and tear. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the observed circumferential fracture at proximal side, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture. Analysis of the device did not identify signs of detachment/breaks along the fiber body. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure the fiber stopped working and a physical separation at the fiber tip was observed.the procedure was completed with another fiber. There were no clinical consequences to the patient.

Manufacturer narrative:
Date of event: the exact date of the event was not reported.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure the fiber stopped working and a physical separation at the fiber tip was observed. The procedure was completed with another fiber. There were no clinical consequences to the patient.